Event description:
The tablet was received on 10/20/2016. Analysis was approved on 11/01/2016. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
UDI of suspect device: (B)(4).

Event description:
It was reported that a physician's tablet was unable to be used because the cursor was migrating or being pulled to the bottom right corner of the screen. The physician had another tablet, so no patients were affected. The tablet has not been received to date.